Event description:
Spontaneous communication from cnss concerning IV remodulin patient, reporting central line leakingout of the filter for the past two days. It started occurring on (B)(6) 2022. Patient was encouraged to change immediately due to malfunctioning tubing. Patient was able to change tubing without interruption of therapy. No side effects reported. Tubing lot and expiration unknown. Md was made aware. No other information known. Pump return tracking information is not available as a pump issue I not being reported. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump is not relevant to event being reported. No additional information is available at this time. Did the reported product fault occur while in use with the patient? ¿ yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? ¿ yes. Did we replace product? ¿ yes. Did the patient have a backup product they were able to switch to? Yes, was the patient able to successfully continue their therapy? Yes. Is the therapy life sustaining? Yes. Reported to (B)(6) by health professional.